Event description:
The patient reported charging issues between the implant and the external equipment. Fluoroscopy determined that the implant was tilted in the pocket. During a pocket revision procedure, the implant could not be charged. The surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.